Event description:
The customer reported experiencing intermittent occlusion alarms. Clinical troubleshooting has been exhausted, a replacement pump was sent to resolve the issue. Reportedly, the customer used lyumjev brand insulin, tandem technical support educated the customer this is off label insulin.